Event description:
Related manufacturer report number: 2017865-2022-41995. It was reported that the patient presented for in-clinic follow-up. Upon device interrogation failure to capture and sense were exhibited by both the right atrial and right ventricular leads. A chest x-ray revealed that both leads were dislodged and found to be wrapped around the device. The patient was scheduled for revision and during the procedure, the leads were extracted due to helix malfunction and replaced with new leads. The patient was recovering in stable condition.

Event description:
New information received notes that atrial and ventricular lead dislodgements occurred due to twiddler's syndrome.

Manufacturer narrative:
The reported event was lead dislodgement caused by twiddler's syndrome, helix mechanism issue, failure to capture, and failure to sense. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with blood. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil inside the connector region was over-torqued consistent with procedural damage. After the helix was cleaned, the lead was cut, and the helix could be extended and retracted with torque directly applied at the inner coil. The full helix extension length was measured within the specification. The cause of the helix mechanism issue was isolated to the over-torqued inner coil, and the helix being clogged with blood. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage.